Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately low compared to his feelings and or normal results and to his hemoglobin a1c test (hba1c). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy began in "late (B)(6) 2014". At an unspecified date/time, the patient obtained a blood glucose reading of "125 mg/dl" with the subject meter. The patient manages his diabetes with oral medication (metformin) and stated he continued with his usual dose of medication in response to the alleged inaccurate reading (s) obtained with the subject meter. The patient claimed, at an unspecified time after the alleged issue occurred, he developed symptoms of "dry mouth and thirsty". The patient denied receiving any medical treatment. At an unspecified date/time, the patient stated he went into the laboratory and obtained a hba1c result of "7.1". During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.